Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the maryland bipolar forceps instrument tip could not be rotated. The user completed the procedure using a backup instrument with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage observed. The damage was first found intraoperatively. There was no exposed conductor wire observed and the wire was still intact. There was no loss of cautery and no thermal damage. There was also no instrument collision and no problem removing the instrument from the cannula. There was no fragment fall into the patient and no patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument for failure analysis. The maryland bipolar forceps instrument was placed and driven in an in-house system. It was found that the instrument grip tips had imprecise motion. The grips moved in the expected direction, but the motion was not exact. It was found that the instrument had a loose pitch cable at the proximal end. There was no further damage observed after removing the instrument housing. This confirms the customer alleged issue. As part of investigation, further inspection identified damage to the conductor wire's insulation at the distal end. The internal wires were exposed. The electrical continuity test was performed and passed. The instrument was also found to have thermal damage on the bipolar yaw pulley. The bipolar paw pulley exhibits localized melting near the distal clevis on the opposite side of the insulation damage of the conductor wire. Both additional observations are unrelated to the movement issue.